Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not recoverable due to database loss and need to be reimaged. A field service engineer (fse) attempted to perform a database synchronization on the station, but upon completion the station was unable to authenticate sign in. Fse then reimaged the station, completed full reconfiguration, and performed functional testing, verified operation with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, reimaging was required for station. There were no adverse events or injuries reported based on this event.